Event description:
Augmentation in 1999 by another surgeon. Pt had problems with left breast resulting in that implant removal as an emergency procedure (due to infection) in 1999. Pt underwent removal of rt breast implant. Implant was removed intact, but was noted to have a small hole in it. Pt was then augmented bilaterally with silicone gel implants.